Manufacturer narrative:
This device was not evaluated by the MFR. Based on prior investigations into similar failures on the same device type, the MFR believes the cause of this failure is due to excessive mechanical wear. Since he MFR of this device, improvements to the product specifications and testing procedures have been made to reduce the likelyhood of this type of failure.

Event description:
The 961 mixer does not control 02 concentration. Sv900c shows 100% 02 concentration at 45% setting on the 961 mixer and 2.0 l/min flow. The 961 mixer makes a clicking sound synchronized with breathing cycles.